Event description:
The mother of the consumer alleges he was using the chair when it stopped and lunged him forward causing him to be thrown from chair. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m91, (B)(4) is approximately 9 months old. The user manual part number 1141450 rev e (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is an (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The mother of the consumer alleges he was using the chair when it stopped and lunged him forward causing him to be thrown from chair. No injury alleged.

Manufacturer narrative:
Consumer's mother alleged the product would slow down, then stop entirely, the last time the consumer lunged forward and got thrown from the product. No medical intervention was needed. The product was returned for regulatory affairs evaluation. Visual inspection showed caster forks with dirt and debris, drive wheels with scratches on the rim/hub, caster head tubes had scratches, footboard scratches and wear on rubber, and the joystick mount/housing had scratches. The joystick housing had a hole in the bottom and the pcb had evidence of glue on its surface. Functional inspection : the chair was powered on and then functional tested for on half hour. No discrepancies were observed. Observed rear caster flutter during functional testing all other functional testing showed no discrepancies. Conclusion: could not duplicate complaint. A new chair was sent to consumer. Product is not used in diagnosis or treatment. (B)(4) has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 9 months old. The user manual part number 1141450 rev e (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.